Event description:
It was reported that prior to use on patient when turned to standby or start mode the cardiosave intra aortic balloon pump (iabp) screen is frozen and has a green banner on left hand corner which then turns white. No patient involved and no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d9 (return to manufacture date), d10, e1 (initial reporter, event site email), g3, g6, h2, h11 corrected fields: h6 (medical device problem code, investigation findings, component codes, investigation conclusion) a getinge field service engineer (fse) was dispatched and replaced the assy display top lcd rohs. The upper panel assembly was replaced, and trainer and patient connection labels were consumed. The fse completed the repair successfully. The product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing (fat) department received the following parts: top display lcd and upper panel, with a reported unit failure of defective lcd. The fat department performed a visual inspection of the parts received and found that the top display lcd was in good condition. The fiber optic door did not completely cover the intended area. The fat department installed the top lcd display in the cardiosave test fixture and tested it to factory specifications per procedure. Due to the broken fiber optic door, it could not be installed and investigated further. The fat department could not duplicate the reported failure. The top lcd display passed functional verification. The parts are being retained in the fat department per procedure.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) medical ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen was frozen. No harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched and replaced the assy display top lcd rohs which corrected the issue. Fse also noticed fiber optic door not retracting correctly. Replaced upper panel assembly and consumed trainer and patient connections labels. The fse completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h6(health effect ¿ impact codes).